Event description:
It was reported that following an ins replacement, impedance measurements were >4000 ohms on some of the bipolar pairs; other combinations showed normal measurements. Additional info has been requested; a f/u will be sent when additional info becomes available.

Manufacturer narrative:
(B)(4).